Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that her onetouch ping meter powers off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the meter issue started on (B)(6) 2017, at 7 am. She stated that she manages her diabetes with insulin pump therapy, and in response to the alleged meter issue she consumed, less food and drink. The patient alleges that 1 hour after the meter issue started she developed symptoms of ¿headache and upset stomach¿, she self-treated at 8am by taking a dose of novolog insulin 4.75 units. The patient reported that she obtained a blood glucose reading of ¿270 mg/dl¿ on another device (continuous glucose monitoring). At the time of troubleshooting, the csr noted the patient was not using the meter for the first time. The csr noted that on the information provided there was no evidence the battery needed to be replaced. The csr noted that the issue was not resolved with training. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.